Event description:
Initial result for a patient calcium was 7.9 mg/dl. When repeated, the result was 9.5 mg/dl. The incorrect result was not used to guide therapy. The field service rep found the s/r probe was misaligned and repaired the instrument by aligning the probe.